Event description:
Same case as MDR ID#: 2134265-2013-08715. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right popliteal artery. After a non-bsc guide wire crossed the target lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was selected to dilate the lesion. Upon first inflation at 5 atmospheres, the balloon ruptured. The device was exchanged to a 3.0mmx60mmx135cm (4f) sterling balloon catheter; however during first inflation, the balloon ruptured at 7 atmospheres. The procedure was completed with a 3mm peripheral cutting balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was blood in the inflation and wire lumens. There were multiple hypotube kinks. Magnified inspection revealed a 2cm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. However, there was no evidence of any product quality deficiencies contributing to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right popliteal artery. After a non-bsc guide wire crossed the target lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was selected to dilate the lesion. Upon first inflation at 5 atmospheres, the balloon ruptured. The device was exchanged to a 3.0mmx60mmx135cm (4f) sterling balloon catheter; however during first inflation, the balloon ruptured at 7 atmospheres. The procedure was completed with a 3mm peripheral cutting balloon catheter. No patient complications were reported and the patient's status was good.